Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a cerebral infarction occurred. Additional information was received indicating that the patient was transferred to a different hospital for rehabilitation. At the hospital where the patient was transferred, the patient developed a decrease in consciousness due to asphyxiation caused by cerebral hemorrhage and hypoxic encephalopathy. The patient was transferred to a new hospital where tracheal intubation was performed. Noradrenaline was administered to treat hypotension, but the patient's blood pressure could not be maintained. Subsequently, the patient passed away. The cause of death was bleeding from the cerebral hemorrhage. It is unknown whether the device or the procedure contributed to the cause of death.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, a cerebral infarction occurred.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.